Event description:
It was reported that on: on (B)(6) 2005 patient underwent MRI of cervical spine. Impressions: posterior central spurring and minimally protruding disc material at c4-5 indents the anterior sac and shuts the ventral cord contributing to mild canal narrowing. There is left uncovertebral joint hypertrophy with mild to moderate left bony foraminal narrowing at c4-5. Minimal posterior endplate spurring at c6-7 without associated canal or foraminal narrowing. There is mild left uncovertebral joint hypertrophy with mild left bony foraminal narrowing at c5-6. On (B)(6) 2005 patient presented with neck pain and radiation at the left shoulder. Impression: she has had a cervical MRI scan performed recently which revealed evidence of a midline cervical disk herniation with the slight eccentricity to the left side at the c4-c5 level. She was having intractable symptoms and cannot continue to cope with this. On (B)(6) 2005 patient underwent following examinations: pa lateral chest. Impressions: negative examination of the heart and lungs. On (B)(6) 2005 patient underwent preoperative diagnosis of: spinal stenosis. Operation performed: anterior cervical plating with zephyr plating, c4-5. Procedure performed: anterior cervical discectomy at c4-5. Anterior cervical arthrodesis at c4-5. Fashioning of bone graft to fit into the disk space at c4-5. Per-op notes: the bony spurs and disk projecting posteriorly were removed from the inferior aspect of c4 and the superior aspect of c5 both centrally and in the foramina. The posterior longitudinal ligament was removed. The surfaces of c4-5 in apposition were burred down to make their surfaces parallel. A bone graft (allograft) was fitted into the disk space at c4-5 and slightly countersunk one millimeter. The entire area was irrigated through copiously with bacitracin solution and saline, and hemostasis was secured. On (B)(6) 2005 patient with severe thoracic pain in the right thoracolumbar. Patient underwent following examination: complete cervical spine series. Impressions: anterior fixation and interbody grafting at c4-6 with no adverse features. No other abnormalities. On (B)(6) 2005 patient underwent following examinations: thoracic spondylosis. Impressions: small right paracentral disc protrusion, t6-7 with flattening of the anterior dura. On (B)(6) 2005 patient presented for thoracic MRI scan which revealed a very small right paracentral disc protrusion at t6-7. On (B)(6) 2005 patient presented with severe pain in the right scapular area with neck pain and headaches. On (B)(6) 2005 patient underwent following examination: cervical spine series. Impressions: the patient is status post anterior fusion of c4-5 without evidence of complication. Patient underwent following examinations: thoracic myelogram. Thoracic CT without contrast post-myelogram CT different plane reconstruction sagittal and coronals. Impressions: negative thoracic myelogram. Patient underwent following examinations: lumbar myelogram. CT lumbar spine without contrast post-myelogram. CT different plane reconstruction sagittal and coronals. Impressions: at the l5-s1 level. There is a broad based disk bulge resulting in moderate bilateral neural foraminal narrowing and mild spinal canal stenosis. At the l5-s1 level, there is a large left far lateral disk protrusion resulting in moderate-to-severe left neural foraminal narrowing. On (B)(6) 2005 patient presented with left leg pain with pain extending to the posterior aspect of the left buttock, into the posterior left thigh and posterolateral calf as far as her lateral left foot. On (B)(6) 2005 patient presented with preoperative diagnosis of: lumbar foraminal stenosis at l5-s1 and l4-5 on the left side. Procedure performed: lumbar laminectomy, foraminotomy, facetectomy at l5-s1 on the left. Lumbar laminectomy, foraminotomy, facetectomy at l4-5 on the left. Impression of chest examination: portable cheat x-ray demonstrates no active disease. A follow-up pa and lateral chest x-ray is recommended when the patient's clinical condition permits. On (B)(6) 2006 patient presented with pain ln the left buttock extending in to the posterior aspect of the left knee with numbness extending into the lateral aspect of the left foot. On (B)(6) 2006 patient underwent following examination: CT lumbar spine with coronal and sagittal reconstruction. Impressions: degenerative disc disease and facet joint osteoarthropathy in the lower lumbar spine. Protrusion of the disc on the left at l5-s1 with some secondary encroachment upon the l6 nerve root and upon the dural sac. On (B)(6) 2006 patient underwent following examination: pa and lateral chest. Impression: no acute abnormalities. Old granulomatous disease. On (B)(6) 2006 patient presented with preoperative diagnosis of recurrent disk herniation with radiculopathy. Procedure performed: posterior spinal fusion l5-s1. Posterior spinal instrumentation l5-s1, legacy system. Local bone graft with rh-bmp2/acs. Per-op notes: on the left side, the screws were placed and distracted. From that standpoint, 6.5, 40 screws were placed locked into place with two rods. Decortication was performed and the posterolateral gutters were packed with local bone graft, rh-bmp2/acs and cancerous chips. The set screws were then sheared off. Decompression was performed adequately, and from that standpoint we washed out the wound and then packed the rh-bmp2/acs and local bone graft in the posterolateral gutters at the facet. The crosslink was then assembled and locked into place. All screws stimulated well. An intraoperative film showed good alignment and fixation. On (B)(6) 2006 patient presented with complaint of pain in the neck and numbness that radiates in to her left arm and left leg. She also complains of some low back pain and pain with paresthesia that go to the bottom of her left foot. On (B)(6) 2006 patient neck pain and muscle spasms. On (B)(6) 2007 patient presented for follow-up. Patient complains of pain in the right para cervical area with extension of the pain down the right arm. On (B)(6) 2007 patient underwent following examinations: cervical myelogram cervical CT with intradural contrast. Conclusions: solid anterior cervical fusion, c4-5. Right c6 nerve root sleeve defect secondary to a combination of a foraminal disk protrusion or extrusion and stenosis from right sided facet degenerative change. C6-7: posterior lateral disk protrusion and right greater than left c7 nerve root sleeve defect. C7-t1: degenerative grade I anterior spondylolisthesis of c7 on t1 and left c7 nerve root sleeve defect. Levoscoliosis. Patient underwent following examination: cervical spine ap, lateral, both oblique and odontoid. Impressions: no acute abnormality. Satisfactory fusion, c4-5. On (B)(6) 2007 patient underwent following examination: pa and lateral chest. Impressions: no active cardiopulmonary disease. On (B)(6) 2007 patient presented with preoperative diagnosis: foraminal stenosis at c5-6, c6-7, and c7-t1 bilaterally. Procedure performed: posterior cervical laminectomy, foraminotomy, and facetectomy at c5, c5-7 and c7-t1 bilaterally. Patient underwent following examinations: portable lateral cervical spine. Impressions: the c4 level is localized. On (B)(6) 2007 patient presented for visit. On (B)(6) 2007 patient persisting foraminal stenosis at c5-6 and c6-7 on the right side. She will undergo a repeat laminectomy, foramlnotomy, and fasciectomy at c5-6 and c6-7 on the right side. Patient underwent following examinations: CT cervical spine without contrast. Impressions: stable examination. An anterior fusion of c4-5 without evidence of complication. No new abnormalities are identified. On (B)(6) 2007 patient presented with preoperative diagnosis of cervical stenosis c5-6, c6-7 and c7-t1 on the right side. Patient underwent following procedure: posterior cervical decompression right c5-c7. On (B)(6) 2007 patient presented for visit. On (B)(6) 2007 patient had foraminotomies performed at c5-6 end c6-7 and c7-t1 level on the right side. This was not associated with a fusion. On (B)(6) 2008 patient had undergone right foraminotomy at c5-6, c6-7, and c7-t1 without fusion. She continues to have some numbness in the left arm involving the index and little fingers. She also has severe pain in the left upper arm. On (B)(6) 2008 patient underwent emg and nerve conduction test which revealed evidence of bilateral carpal tunnel syndrome, moderate on the left and moderately severe on the right. There was also evidence of minimal emg abnormalities on the left side consistent with chronic mild c5 and c6 radiculopathy. Patient underwent neuropathy and cervical radiculopathy. Impressions: median nerve neuropathy at the wrist, consistent with bilateral, carpal tunnel syndrome, moderate on the left and moderately severe on the right. Minimal emg abnormalities on the left side, consistent with chronic, mild c5, c6 radiculopathy. On (B)(6) 2008 patient underwent pa and lateral chest x-ray. Impressions: no acute abnormalities. Minor atelectasis in the left upper lobe. On (B)(6) 2008 patient presented with preoperative diagnosis of left carpal tunnel syndrome. On (B)(6) 2008 patient presented with preoperative diagnosis of right carpal tunnel syndrome. On (B)(6) 2008, (B)(6) 2008 patient presented for visit. On (B)(6) 2008 patient presented for post myelographic CT scan. There was slight lucency around the left side of the s1 screw. This is associated with slight disc bulge in the lumbar spine at l4-5. She continues to have some increased left leg pain extending down the posterior aspect of the left thigh to the mid-calf. She also has occasional shooting pain in the left hip. On (B)(6) 2008 patient underwent lumbar myelogram with injection. Impressions: successful lumbar puncture for myelographic injection. On (B)(6) 2008 patient underwent radiology test. Impressions: interval fusion surgery at l4-l5 without solid osseous fusion at those levels. Signs of older but an united fusion surgery at l5-s1. Degenerative disc disease and facet arthropathy as listed above. Patient underwent lumbar myelogram with injection. Impressions: successful lumbar puncture for myelographic injection. Patient underwent cervical spine series examination. Impressions: the patient is status post an anterior fusion of c4-6 without evidence of complication. Patient underwent following examinations: cervical myelogram (interpretation). Cervical spine CT post myelogram (intrathecal contrast). Impressions: solid fusion anteriorly at c4-6 appears stable. Some progression of disc space narrowing and endplate irregularity with schmorl's node formation at c6-7. Previous left posterior protrusion appears to have resolved or retracted and there is only mild central bulge or slight protrusion on today's study. Other surgical changes as described. Possible interval left laminotomy at c6-7. Patient underwent following examination: lumbar puncture for myelogram. Lumbar myelogram (interpretation) lumbar spine CT post-myelogram (intrathecal contrast). Impressions: interval surgical change l5 to s1. There did not appear to be solid fusion posteriorly and there was lucency around the left-sided s1 screw which could reflect loosening. Disc bulge and/or protrusion at lumbar levels are discussed above. There is asymmetry to the left posteriorly at l4-5 and on the myelographic exam the left l5 nerve root appeared to have decreased filling compared to the right. Patient underwent following examination: lumbar spine complete with obliques. Impressions: the patient is status post an l5-s1 posterior fusion without evidence of com plication. On (B)(6) 2008 patient presented with left leg pain. On (B)(6) 2008 patient underwent chest pa. Impression: no acute disease. On (B)(6) 2008 patient presented with following preoperative diagnosis: hnp lt l4-5, spinal stenosis l5-s1. Patient underwent following procedure: rod removal legacy at l5-s1 exploration of fusion l5-s1 decompression, l4-5 discectomy. On (B)(6) 2008 patient presented with complaint of stenosis in lower back. On (B)(6) 2009 patient presented with complaint of tingling and numbness involving the left arm and hand, mild degree of neck pain. On (B)(6) 2009 patient presented for office visit. Result of cervical myelogram and CT scan: no acute abnormality. Patient underwent lumbar myelogram and post myelographic CT scan: showed mild lumbar stenosis, left greater than right, at l4-5, and no evidence of complication following removal of the posterior instrumentation at l5-s1. There was evidence of a slid posterior fusion at l5-s1. She also had an emg/nerve conduction study performed of the upper extremities. On (B)(6) 2009 patient examined for cervical spine, ap lateral and both abliques. Impression: no acute abnormality. Slight increased degenerative disc disease and spondylosis at c6-c7 compared to the previous exam. Patient underwent following examination: lumbar puncture for myelogram. Lumbar myelogram. Lumbar CT with intradural contrast. Impressions: mild stenosis, left greater than right at l4-l6. No evidence of complication following removal of the posterior instrumentation at l5-s1. No evidence of solid posterolateral bony fusion at l5-s1. On (B)(6) 2009 patient underwent neuropathy and cervical radiculopathy examination. Impressions: the nerve conduction abnormalities in the median nerves noted in the previous study are no more detectable at this time. There is no supportive evidence for recurrence of carpal tunnel syndrome. This study shows evidence for left ulnar nerve neuropathy at the elbow, which is a new finding. Needle kmg shows mild abnormalities consistent with chronic c5, c6 radiculopathy on the left and c6 radiculopathy on the right; these could be residual findings from the previously-treated radiculopathy. On (B)(6) 2010 patient presented for office visit. Patient underwent CT scan of left ankle. On (B)(6) 2010 patient underwent CT lower ext w/o contrast lt. Impressions: chronic fracture of the distal left fibula at the ankle joint mortise with absent bony bridging. Tiny ossific loose body of a posterior left ankle joint recess. Baker's cyst. On (B)(6) 2011 patient presented with injury of the left ankle and surgical repair of that area. On (B)(6) 2011 patient underwent lumbar myelogram. CT lumbar spine. Lumbar puncture. Impression: moderate degenerative spondylosis of the lumbar spine with removal of pedicle screws at l5 and s1.there is nonunion of the posterior elements. A laminectomy has also been performed at this level. Mild to moderate foraminal stenosis is present at this level with probable mild impingement of the left l5 nerve root. This is similar to the previous exam. Moderate canal stenosis at l4 <(><<)>5 with mild to moderate bilateral foraminal stenosis. There is mild impingement of the lumbar sacral nerve roots at this level. This has increased from the previous exam. The canal previously measured 13 mm in maximum width and now measures 16 mm. Five views of lumbar spine including both oblique images examination conducted. Impression: stable post-operative changes on the left and right posterolaterally at the l5-s1 level. No change in the mild levoscollosis of the lumbar spine. There is an intrathecal stimulation device or infusion pump in place as discussed above. On (B)(6) 2011 patient underwent emg. Impressions: abnormal emg nerve conduction study of the lower extremities. By emg the patient has severe chronic damage at the right l5 level and mild radiculopathy at l4 mild at the s1 level consistent with her history of spine disease. In the left lower extremity the patient had mild change at the l4 level and moderate chronic radicular changes at l5-s1. Dural sensory nerve action potentials are absent bilaterally. This could be related to her radiculopathy or could also suggest a superimposed metabolic sensory neuropathy. On (B)(6) 2011 patient presented with complaint of profound weakness dorsiflexion of the right foot. Patient underwent emg and nerve conduction test of her lower extremities. On (B)(6) 2011 patient presented with preoperative diagnosis: lumbar laminectomy, foraminotomy, facetectomy at l4-l5 and l3-l4, bilaterally. Procedure performed: lumbar laminectomy, foraminotomy, facetectomy at l4-l5 [re-operation]. Lumbar laminectomy, foraminotomy, facetectomy at l3-l4 bilaterally. Radiology report impressions: no acute cardiopulmonary abnormality. Radiology report impression of chest: new right ij central line with the tip in the region of the atria caval junction. No evidence of pneumothorax. Radiology impression of lumbar spine: the patient is status post l4-l5 posterior fusion without evidence of complication. On (B)(6) 2012 patient underwent x-ray of lumbar spine. Shows l4-5 fusion, but no acute fractures or dislocations. Impression: status post fusion ofl4 and l3. No acute fracture. Normal alignment. On (B)(6) 2011 patient presented for follow-up visit because of lower back pain and pain at the bone graft side. On (B)(6) 2012 patient presented for office visit. On (B)(6) 2012 patient underwent CT scan and does not have a solid fusion at l4-5 and l5-s1. Findings: the patient has had posterior spinal fusion surgery at l4-5. The hardware appears intact and in good position with no sign of loosening. Fusion masses posterior laterally on both sides appear fragmented with no solid osseous bridging on either side. Portions of the facet joints at both levels on the left have been resected to decompress neural foraminal. There is no facet joint fusion on either side and at either level.

Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on: (B)(6) 2005 patient underwent MRI of cervical spine. Impressions: posterior central spurring and minimally protruding disc material at c4-5 indents the anterior thecal sac and shuts the ventral cord contributing to mild canal narrowing. There is left uncovertebral joint hypertrophy with mild to moderate left bony foraminal narrowing at c4-5. Minimal posterior endplate spurring at c6-7 without associated canal or foraminal narrowing. There is mild left uncovertebral joint hypertrophy with mild left bony foraminal narrowing at c5-6. On (B)(6) 2005 patient presented with neck pain and radiation at the left shoulder. Impression: she has had a cervical MRI scan performed recently which revealed evidence of a midline cervical disk herniation with the slight eccentricity to the left side at the c4-c5 level. She was having intractable symptoms and cannot continue to cope with this. On (B)(6) 2005 patient underwent following examinations: pa lateral chest. Impressions: negative examination of the heart and lungs. On (B)(6) 2005 patient underwent preoperative diagnosis of: spinal stenosis. Operation performed: anterior cervical plating with zephyr plating, c4-5. Procedure performed: anterior cervical discectomy at c4-5. Anterior cervical arthrodesis at c4-5. Fashioning of bone graft to fit into the disk space at c4-5. Per-op notes: the bony spurs and disk projecting posteriorly were removed from the inferior aspect of c4 and the superior aspect of c5 both centrally and in the foramina. The posterior longitudinal ligament was removed. The surfaces of c4-5 in apposition were burred down to make their surfaces parallel. A bone graft (allograft) was fitted into the disk space at c4-5 and slightly countersunk one millimeter. The entire area was irrigated through copiously with bacitracin solution and saline, and hemostasis was secured. On (B)(6) 2005 patient with severe thoracic pain in the right thoracolumbar. Patient underwent following examination: complete cervical spine series. Impressions: anterior fixation and interbody grafting at c4-6 with no adverse features. No other abnormalities. On (B)(6) 2005 patient underwent following examinations: thoracic spondylosis. Impressions: small right paracentral disc protrusion, t6-7 with flattening of the anterior dura. On (B)(6) 2005 patient presented for thoracic MRI scan which revealed a very small right paracentral disc protrusion at t6-7. On (B)(6) 2005, patient presented with severe pain in the right scapular area with neck pain and headaches. On (B)(6) 2005 patient underwent following examination: cervical spine series. Impressions: the patient is status post anterior fusion of c4-5 without evidence of complication. Patient underwent following examinations: thoracic myelogram. Thoracic CT without contrast post-myelogram. CT different plane reconstruction sagittal and coronals. Impressions: negative thoracic myelogram. Patient underwent following examinations: lumbar myelogram. CT lumbar spine without contrast post-myelogram. CT different plane reconstruction sagittal and coronals. Impressions: at the l5-s1 level. There is a broad based disk bulge resulting in moderate bilateral neural foraminal narrowing and mild spinal canal stenosis. At the l5-s1 level, there is a large left far lateral disk protrusion resulting in moderate-to-severe left neural foraminal narrowing. On (B)(6) 2005 patient presented with left leg pain with pain extending to the posterior aspect of the left buttock, into the posterior left thigh and posterolateral calf as far as her lateral left foot. On (B)(6) 2005 patient presented with preoperative diagnosis of: lumbar foraminal stenosis at l5-s1 and l4-5 on the left side. Procedure performed: lumbar laminectomy, foraminotomy, facetectomy at l5-s1 on the left. Lumbar laminectomy, foraminotomy, facetectomy at l4-5 on the left. Impression of chest examination: portable cheat x-ray demonstrates no active disease. A follow-up pa and lateral chest x-ray is recommended when the patient's clinical condition permits. On (B)(6) 2006 patient presented with pain in the left buttock extending into the posterior aspect of the left knee with numbness extending into the lateral aspect of the left foot. On (B)(6) 2006 patient underwent following examination: CT lumbar spine with coronal and sagittal reconstruction. Impressions: degenerative disc disease and facet joint osteoarthropathy in the lower lumbar spine. Protrusion of the disc on the left at l5-s1 with some secondary encroachment upon the l6 nerve root and upon the dural sac. On (B)(6) 2006 patient underwent following examination: pa and lateral chest. Impression: no acute abnormalities. Old granulomatous disease. On (B)(6) 2006 patient presented with preoperative diagnosis of recurrent disk herniation with radiculopathy. Procedure performed: posterior spinal fusion l6-s1. Posterior spinal instrumentation l6-s1. Local bone graft with rh-bmp2/acs. Per-op notes: on the left side, the screws were placed and distracted. From that standpoint, 6.5, 40 screws were placed. Locked into place with two rods. Decortication was performed and the posterolateral gutters were packed with local bone graft, rh-bmp2/acs and cancerous chips. The set screws were then sheared off. Decompression was performed adequately, and from that standpoint we washed out the wound and then packed the rh-bmp2/acs and local bone graft in the posterolateral gutters at the facet. The crosslink was then assembled and locked into place. All screws stimulated well. An intraoperative film showed good alignment and fixation. On (B)(6) 2006 patient presented with complaint of pain in the neck and numbness that radiates in to her left arm and left leg. She also complains of some low back pain and pain with paresthesia that go to the bottom of her left foot. On (B)(6) 2006 patient neck pain and muscle spasms. On (B)(6) 2007 patient presented for follow-up. Patient complains of pain in the right para cervical area with extension of the pain down the right arm. On (B)(6) 2007 patient underwent following examinations: cervical myelogram. Cervical CT with intradural contrast. Conclusions: solid anterior cervical fusion, c4-5. Right c5 nerve root sleeve defect secondary to a combination of a foraminal disk protrusion or extrusion and stenosis from right sided facet degenerative change. C5-7: posterior lateral disk protrusion and right greater than left c7 nerve root sleeve defect. C7-t1: degenerative grade I anterior listhesis of c7 on t1 and left c5 nerve root sleeve defect. Levoscoliosis. Patient underwent following examination: cervical spine ap, lateral, both oblique and odontoid. Impressions: no acute abnormality. Satisfactory fusion, c4-5. On (B)(6) 2007 patient underwent following examination: pa and lateral chest. Impressions: no active cardiopulmonary disease. On (B)(6) 2007 patient presented with preoperative diagnosis: foraminal stenosis at c5-6, c6-7, and c7-t1 bilaterally. Procedure performed: posterior cervical laminectomy, foraminotomy, and facetectomy at c5 approx, c5-7 and c7-t1 bilaterally. Patient underwent following examinations: portable lateral cervical spine. Impressions: the c4 level is localized. On (B)(6) 2007 patient presented for visit. On (B)(6) 2007 patient persisting foraminal stenosis at c5-6 and c6-7 on the right side. She will undergo a repeat laminectomy, foraminotomy, and fasciectomy at c5-6 and c6-7 on the right side. Patient underwent following examinations: CT cervical spine without contrast. Impressions: stable examination. An anterior fusion of c4-5 without evidence of complication. No new abnormalities are identified. On (B)(6) 2007 patient presented with preoperative diagnosis of cervical stenosis t c6-6, c5-7 and c7-t1 on the right side. Patient underwent following procedure: posterior cervical decompression right c5-c7. On (B)(6) 2007 patient presented for visit. On (B)(6) 2007 patient had foraminotomies performed at c5-6 end c6-7 and c7-t1 level on the right side. This was not associated with a fusion. On (B)(6) 2008 patient had undergone right foraminotomy at c6-6, c6-7, and c7-t1 without fusion. She continues to have some numbness in the left arm involving the index and little fingers. She also has severe pain in the left upper arm. On (B)(6) 2008 patient underwent emg and nerve conduction test which revealed evidence of bilateral carpal tunnel syndrome, moderate on the left and moderately severe on the right. There was also evidence of minimal emg abnormalities on the left side consistent with chronic mild ce and c6 radiculopathy. Patient underwent neuropathy and cervical radiculopathy. Impressions: median nerve neuropathy at the wrist, consistent with bilateral, carpal tunnel syndrome, moderate on the left and moderately severe on the right. Minimal emg abnormalities on the left side, consistent with chronic, mild c5, c6 radiculopathy. On (B)(6) 2008 patient underwent pa and lateral chest x-ray. Impressions: no acute abnormalities. Minor atelectasis in the left upper lobe. On (B)(6) 2008 patient presented with preoperative diagnosis of left carpal tunnel syndrome. On (B)(6) 2008 patient presented with preoperative diagnosis of right carpal tunnel syndrome. On (B)(6) 2008, patient presented for visit. On (B)(6) 2008 patient presented for post myelographic CT scan. There was slight lucency around the left side of the s1 screw. This is associated with slight disc bulge in the lumbar spine at l4-5. She continues to have some increased left leg pain extending down the posterior aspect of the left thigh to the mid-calf. She also has occasional shooting pain in the left hip. On (B)(6) 2008 patient underwent lumbar myelogram with injection. Impressions: successful lumbar puncture for myelographic injection. On (B)(6) 2008 patient underwent radiology test. Impressions: interval fusion surgery at l4-l6 without solid osseous fusion at those levels. Signs of older but ununited fusion surgery at l6-s1. Degenerative disc disease and facet arthropathy as listed above. Patient underwent lumbar myelogram with injection. Impressions: successful lumbar puncture for myelographic injection. Patient underwent cervical spine series examination. Impressions: the patient is status post an anterior fusion of c4-6 without evidence of complication. Patient underwent following examinations: cervical myelogram (interpretation). Cervical spine CT postmyeloibram (intrathecal contrast). Impressions: solid fusion anteriorly at c4-6 appears stable. Some progression of disc space narrowing and endplate irregularity with schmorl's node formation at c6-7. Previous left posterior protrusion appears to have resolved or retracted and there is only mild central bulge or slight protrusion on today's study. Other surgical changes as described. Possible interval left laminotomy at c6-7. Patient underwent following examination: lumbar puncture for myelogram. Lumbar myelogram (interpretation) lumbar spine CT post-myelogram (intrathecal contrast). Impressions: interval surgical change l5 to s1. There did not appear to be solid fusion posteriorly and there was lucency around the left-sided s1 screw which could reflect loosening. Disc bulge and/or protrusion at lumbar levels is discussed above. There is asymmetry to the left posteriorly at l4-6 and on the myelographic exam the left l6 nerve root appeared to have decreased filling compared to the right. Patient underwent following examination: lumbar spine complete with obliques. Impressions: the patient is status post an l6-s1 posterior fusion without evidence of complication. On (B)(6) 2008 patient presented with left leg pain. On (B)(6) 2008 patient underwent chest pa. Impression: no acute disease. On (B)(6) 2008 patient presented with following preoperative diagnosis: hnp lt l4-5, spinal stenosis l5-s1. Patient underwent following procedure: rod removal at l5-s1 exploration of fusion l5-s1 decompression, l4-5 discectomy. On (B)(6) 2008 patient presented with complaint of stenosis in lower back. On (B)(6) 2009 patient presented with complaint of tingling and numbness involving the left arm and hand, mild degree of neck pain. On (B)(6) 2009 patient presented for office visit. Result of cervical myelogram and CT scan: no acute abnormality. Patient underwent lumbar myelogram and post myelographic CT scan: showed mild lumbar stenosis, left greater than right, at l4-5, and no evidence of complication following removal of the posterior instrumentation at l5-s1. There was evidence of a slid posterior fusion at l5-s1. She also had an emg/nerve conduction study performed of the upper extremities. On (B)(6) 2009 patient examined for cervical spine, ap lateral and both abliques. Impression: no acute abnormality. Slight increased degenerative disc disease and spondylosis at c6-c7 compared to the previous exam. Patient underwent following examination: lumbar puncture for myelogram. Lumbar myelogram. Lumbar CT with intradural contrast. Impressions: mild stenosis, left greater than right at l4-l6. No evidence of complication following removal of the posterior instrumentation at l5-s1. No evidence of solid posterolateral bony fusion at l6-s1. On (B)(6) 2009 patient underwent neuropathy and cervical radiculopathy examination. Impressions: the nerve conduction abnormalities in the median nerves noted in the previous study are no more detectable at this time. There is no supportive evidence for recurrence of carpal tunnel syndrome. This study shows evidence for left ulnar nerve neuropathy at the elbow, which is a new finding. Needle kmg shows mild abnormalities consistent with chronic c5, c6 radiculopathy on the left and c6 radiculopathy on the right; these could be residual findings from the previously-treated radiculopathy. On (B)(6) 2010 patient presented for office visit. Patient underwent CT scan of left ankle. On (B)(6) 2010 patient underwent CT lower ext w/o cont lt. Impressions: chronic fracture of the distal left fibula at the ankle joint mortise with absent bony bridging. Tiny ossific loose body of a posterior left ankle joint recess. Cyst. On (B)(6) 2011 patient presented with injury of the left ankle and surgical repair of that area. On (B)(6) 2011 patient underwent lumbar myelogram. CT lumbar spine. Lumbar puncture. Impression: moderate degenerative spondylosis of the lumbar spine with removal of pedicle screws at l6 and s1. There is nonunion of the posterior elements. A laminectomy has also been performed at this level. Mild to moderate foraminal stenosis is present at this level with probable mild impingement of the left ls nerve root. This is similar to the previous exam. Moderate canal stenosis at l4-6 with mild to moderate bilateral foraminal stenosis. There is mild impingement of the lumbar sacral nerve roots at this level. This has increased from the previous exam. The canal previously measured 13 mm in maximum width and now measures 16 mm. Five views of lumbar spine including both oblique images examination conducted. Impression: stable post-operative changes on the left and right posterolaterally at the l6-s1 level. No change in the mild levoscoliosis of the lumbar spine. There is an intrathecal stimulation device or infusion pump in place as discussed above. On (B)(6) 2011 patient underwent emg. Impressions: abnormal emg nerve conduction study of the lower extremities. By emg the patient has severe chronic damage at the right l5 level and mild radiculopathy at l4 mild at the s1 level consistent with her history of spine disease. In the left lower extremity the patient had mild change at the l4 level and moderate chronic radicular changes at l5-s1. Sural sensory nerve action potentials are absent bilaterally. This could be related to her radiculopathy or could also suggest a superimposed metabolic sensory neuropathy. On (B)(6) 2011 patient presented with complaint of profound weakness dorsiflexion of the right foot. Patient underwent emg and nerve conduction test of her lower extremities. On (B)(6) 2011 patient presented with preoperative diagnosis: lumbar laminectomy, foraminotomy, facetectomy at l4-l5 and l3-l4, bilaterally. Procedure performed: lumbar laminectomy, foraminotomy, facetectomy at l4-l5 [re-operation]. Lumbar laminectomy, foraminotomy, facetectomy at l3-l4 bilaterally. Radiology report impressions: no acute cardiopulmonary abnormality. Radiology report impression of chest: new right "ij" central line with the tip in the region of the atria caval junction. No evidence of pneumothorax. Radiology impression of lumbar spine: the patient is status post l4-l6 posterior fusion without evidence of complication. On (B)(6) 2012 patient underwent x-ray of lumbar spine. Shows l4-5 fusion, but no acute fractures or dislocations. Impression: status post fusion of l4 and l3. No acute fracture. Normal alignment. On (B)(6) 2011 patient presented for follow-up visit because of lower back pain and pain at the bone graft side. On (B)(6) 2012 patient presented for office visit. On (B)(6) 2012 patient underwent CT scan and does not have a solid fusion at l4-5 and l5-s1. Findings: the patient has had posterior spinal fusion surgery at l4-5. The hardware appears intact and in good position with no sign of loosening. Fusion masses posterior laterally on both sides appear fragmented with no solid osseous bridging on either side. Portions of the facet joints at both levels on the left have been resected to decompress neural foraminal. There is no facet joint fusion on either side and at either level.